Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information was unsuccessful. Attempts to obtain the patient information were made via email and phone. Additional information obtained indicated no damage was observed during prep. Readings from the catheter were obtained, then resistance was encountered and the device got stuck. The guidewire and catheter were removed as a system and it was observed the device had separated. Under angio a snare was used to remove the separated portion of the device. The procedure was completed with a pta balloon and atherectomy. No tests/laboratory data was available. The implant or explant dates are not applicable to this device. The device was visually and microscopically inspected prior to decontamination. The device was returned with the scanner and floppy tip separated from the device. The esl was stretched and ribbed along the full length of the esl. The distal portion of the esl was unevenly torn on the proximal side of the tear. All portions of the device were accounted for. The scanner was bent just distal to the dies. The distal end of the floppy tip was flared. No additional observations were made following decontamination. The 0.0150'' mandrel was inserted into the scanner of the device and resistance was encountered within the scanner. The probable cause of the reported failure is damage in use as evidenced by the separation of the esl and inner member and bend on the scanner just distal to the dies. There were no observed manufacturing errors that would appear to contribute to the reported failure. Strian, impact, and forces associated with use can affect the integrity of the device. It could not be conclusively determined when the cause of the separation occurred. Per the instructions for use (IFU), do not advance the guide wire against significant resistance. If binding occurs between the catheter and guide wire occurs while inside the patient, carefully remove both the wire and catheter and do not use. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
It was reported during a peripheral procedure in the left common iliac artery, the physician was crossing a lesion contralaterally and saw calcium with ivus using an .018 steel core wire. The physician pulled back, lost the image and saw tip had separated. Found the separated portion of the device through angio and removed it with a snare. Physician had retrieved all information needed with the manufacturer's catheter. There was no patient injury. Patient was discharged as expected; patient's condition was noted as "fine." Vessel: left com iliac artery approx 80% stenosed that was focal and calcified. This event is being reported because additional intervention was required to remove the device.